Event description:
It was reported that pump experienced repeated malfunctions, but patient was able to restart pump each time to restore function. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.